Manufacturer narrative:
There was no donor involved in the incident. The pcb has yet to be returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined.

Event description:
On (B)(6) 2020 haemonetics was notified of a short that occurs when plugged into back plane pcb on a pcs®2 plasma collection system.